Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization due to a bent cannula. The customer's blood glucose reading was 555 mg/dl at time of event, but was 324 mg/dl during the call. Customer was treated with manual injections. The customer was wearing device at time of admission. Customer declined troubleshooting, and said would call back if problems persisted. Nothing was replaced or returned.